Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with decreased vision in the left eye post treatment. Patient had received three laser treatments, post procedures the paracentral cornea became more irregular and the best correct visual acuity dropped from 6/7.5 to 6/12. The patient could see 6/4.5 best corrected before and after the first topo g treatment. Present the cornea is very thin. Symptoms were continuing.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Considering the treatment dates, the laser was successfully verified after the treatment prior and after the second treatment met specifications. Three treatments are mentioned for this patient; logfile review has been performed for all treatment dates. Logfile review for the first treatment shows no relevant errors or any relevant warnings. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows eleven successfully performed treatments. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. Logfile review for the second treatment shows no relevant errors or any relevant warnings. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows eight successfully performed treatments and one cancelled treatment (laser did not fire). As no treatment report was provided, all treatments of the day were reviewed. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. Logfile review for the third treatment shows no relevant errors or any relevant warnings. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. As no treatment report was provided, all treatments of the day were reviewed. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).